Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer stated he has 26 volts at the joystick and the joystick will not turn on.